Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test and a compromised force sensor system alarm at 4.0 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor passed motor test. The pump also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 129 mg/dl. Customer was able to clear the alarm by changing the battery. Customer was using the pump for basal and manual injection for bolus. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.